Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer the reported fenestrated bipolar forceps could not be moved, the instrument remained static. The surgeon in the surgeon side cart was unable to control it. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.